Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot number: 1304240495. Surgeon monitor was returned and analysis was preformed. The reported problem was confirmed and the image on the surgeon monitor was shifted to the right and down approximately 1 inch, leaving a black bar in the empty space. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686r. A medtronic representative went to the site to test the equipment. It was reported that the surgeon monitor of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the display on the surgeon monitor was shifted to the left and cut off. Resolution was confirmed to be correct. Troubleshooting was performed. The monitor with display issues was swapped to working navigation system and issue did not resolve with known working cabling. Video cables were swapped from system with display issue to known working monitor and display was normal. The monitor was determined to the cause of the issue. No patient involved.